Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided . Weight unknown / not provided . Last name unknown / not provided.

Event description:
It was reported that during a guided surgery, the driver tip got stuck in the implant and broke off. The procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with a driver tip stuck inside and does not disengage. No apparent fracture was noticed with the driver or the implant. The driver's iso-latch was seen worn out. The implant was measured using and matched the drawing specifications. Functional testing verified the implant did not disengage/release from the driver. No pre-existing conditions were noted on the product experience report (per) the patient's bone density type was not reported. The reported implant was located on tooth # 14 and was placed and removed on the same day. The reported iipdtul has been used for approximately 1 year. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that during a guided surgery, the driver tip got stuck in the implant and broke off. The reported complaint was not confirmed. However, the driver was stuck to the implant. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.